Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a follow up visit, the patient reported having an increase in pre-syncopal and syncope episodes over the last two weeks. The right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2500 ohms and no capture at 7v at 1.0ms. An x-ray was performed and it appeared as though there was some discordance of the lead at the site of the suture sleeves. There were some pauses caused by ventricular oversensing inhibition (likely pec muscle oversensing) and no atrial pacing along with having basically no sinus/atrial activity at the time to stimulate conduction to the ventricle. It was suspected that there was a left subclavian occlusion, and a new competitor pacemaker system was then implanted on the right side of the patient. The old system was turned off. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up visit, the patient reported having an increase in pre-syncopal and syncope episodes over the last two weeks. The right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2500 ohms and no capture at 7v at 1.0ms. An x-ray was performed and it appeared as though there was some discordance of the lead at the site of the suture sleeves. There were some pauses caused by ventricular oversensing inhibition (likely pec muscle oversensing) and no atrial pacing along with having basically no sinus/atrial activity at the time to stimulate conduction to the ventricle. It was suspected that there was a left subclavian occlusion, and a new competitor pacemaker system was then implanted on the right side of the patient. The old system was turned off. No additional adverse patient effects were reported.